Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider reported that the controller was not working properly. There was no patient impact.

Manufacturer narrative:
The unit was received in good cosmetic condition. The customer's complaint could not be confirmed. The unit has been successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.